Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging of the patient's anatomy was provided and revealed calcification present in the landing zone. In this case, the balloon burst was unable to be confirmed as no device or relevant imagery were provided for evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. The complaint description states, 'implanting the valve within a transcatheter heart valve within a surgical valve, the balloon burst... During the deployment, the balloon ruptured and the valve was not fully deployed.' Based on the event description and as calcification was present in the landing zone it is possible that the balloon burst was due to the interaction with the existing thv in the mitral valve and calcification. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with the pre-existing thv and calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (pre-existing thv, calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required. This is one of two manufacturing reports submitted for this case.

Manufacturer narrative:
A supplemental MDR is being submitted as a related manufacturing report number is now available.

Event description:
As reported by the field clinical specialist, during a transseptal mitral valve replacement procedure with a 26mm sapien 3 ultra resilia (s3ur) valve, implanting the valve within a transcatheter heart valve within a surgical valve, the balloon burst. Four days prior, the patient had a s3ur valve placed in a non-edwards surgical valve. The valve was malpositioned and too atrial, which was not an issue with the device but an issue with operator placement. Due to the malpositioning, there was a paravalvular leak, which led to the patient having hemolysis. It was decided by the implanting team to bring the patient back to place a second s3ur. During the deployment, the balloon ruptured and the valve was not fully deployed. They were able to prep another delivery system and fully post dilate the valve with no harm. The patient was doing well and the leak resolved.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.